Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open lung resection procedure, a tan curve tip reload device was applied to the inferior pulmonary vein. Issues arose after firing the device, as the staples initially seemed to have formed but then opened up, leading to bleeding. A cardiac surgeon was brought in to assist, and the vein was repaired. The patient was reported to be stable following the intervention.